Event description:
Event description guidant received information that the ventricular lead was surgically abandoned due to low impedance measurements and oversensing due to noise. No adverse patient effects have been observed. It was also noted the pacemaker was electively replaced one year prior to the elective replacement indicator to save the patient from an additional surgery.